Event description:
The complainant reported that the patient was on impella cp support, and during support, there were false impella in aorta alarms. Position was confirmed via echocardiography. The placement signal monitoring alarm was disabled. It is unknown if the automated impella controller (aic) was related to the optical signal issue. Care was eventually withdrawn, and the patient expired. The patient death is captured in this record¿s sister records.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ¿ the case associated with the reported complaint was initiated on june 4, 2025, with the pump (sn: (B)(6). ¿ after 35 seconds from the pump being started, the console displayed ¿impella position in aorta (for up to 14s) ¿ alarm,¿ event # 128. Rt logs confirm that the snr was within specifications during event # 128. ¿ there were no alarms indicating any issues on the console. Note: lt log shows that the snr was sometimes close to the passing threshold of 2000, and at other times below it, but it recovered automatically in the associated case (lt_log_ic4303.png), which is unrelated to the reported failure mode. Device analysis: this console was tested after arriving at fs and was found to have an abnormal optical bench ccd array analog output. Root cause: the root cause of the inaccurate impella position alarm was most likely a malfunction of the optical bench ccd array. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.